Event description:
It was reported that during a procedure, the device didn't work after assembling. That was new one. They were able to see the instruments error sign. Not noted how case completed. No pt consequence.